Event description:
The caller stated that when they placed this pod on their daughter, her b/g was 166 and within 2 hours it was 456. The caller was instructed to deliver a correction bolus by injection and remove pod. Caller activated a new pod after injection. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.